Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii interior packaging was not sealed. A second heartstring iii device was used and failed to load properly. The seal remained inside the loader. A replacement device was used to complete the procedure. The hospital did not report any pt effects. Refer to MFR # 2242352-2013-00547 for the related report.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot numbers. There was no nonconformance recorded in the lot history. (B)(4).